Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother contacted animas stating that three cartridges the pt used leaked and caused the pt's blood glucose to elevate above 500 mg/dl. The pt reportedly had nausea, vomiting, and ketones with the elevated blood glucose levels. The pt did not require treatment from a health care professional. The pt was off pump therapy and was taking lantus insulin through injections at the time of the call to animas.